Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned inside its sterile package. The instrument was removed from its package and it was found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed twenty conforming clips. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close properly and come crossed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: which firing did this occur on? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the clip fully advanced into the jaws? Clip closed crossed on the tissue fired. Did the procedure drive the need to apply torque or twisting of the device? The device was not twisted during procedure, the device was fired after the tissue was taken into the jaws, but it was observed that the clips came crossed. What vessel was the device fired on? Please specify the size of the vessel? Systic channel and systic artery. Were any unexpected noises heard? If so, when? No, unexpected noise was not heard. Was the device fired after this incident in or out of the patient? The device was not used after it was observed that the clips came crossed. What were the patient¿s pre-existing conditions? The patient was stable before the surgeon. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? The surgeon is an experienced surgeon.